Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI)#, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4).

Manufacturer narrative:
Reason of late reporting: reporting delayed due to a system-wide computer outage. All systems were down from november 10 through november 25, 2020. Inquiry sent to (B)(4) to seek an alternate method of reporting on november 11. Response was received from a consumer safety officer on november 12, directing to submit reports once the applicable system is recovered and explain why the reports are delayed. Manufacturing site: (B)(6). The reported gladius mg 14 pv es guide wire was returned for evaluation. Peeling of the polymer jacket was confirmed on the returned guide wire at approximately 30mm proximal to the tip, exposing the proximal solder underneath. The torn end of the polymer jacket was shaped like a v and turned over distally. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that calcified anatomy had most likely contributed to the observed peeling of the polymer jacket. Calcified plaque might scrap the wire surface and peeled the polymer jacket. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that fragment(s) of the polymer jacket might be left in the patient.

Event description:
It was reported that peeling of the polymer jacket on an asahi gladius mg 14 pv es guide wire was noted during a ppi to treat a severely calcified occlusion in the superficial femoral artery. The guide wire failed to cross the lesion and was removed from the patient when peeling of the polymer jacket was recognized. A new guide wire was replaced to continue the procedure. Blood flow was successfully reestablished by stent deployment. There were no adverse patient effects associated with this event.